Event description:
As per the analysis of the sample, it was confirmed that only the sample (bur) shaft break.

Manufacturer narrative:
H3 : analysis of the sample was completed and concluded that only a portion (proximal end) of the inner assembly was returned, placed in a small resealable bag within a large plastic sleeve. Upon receipt, black residue was observed on the hub and the broken shaft. The shaft was broken 0.54 inches from the distal end of the inner hub to the broken point. Damage to the chevrons was noted, and deformation of the distal end (outside diameter) of the inner hub was observed. The distal outside diameter of the inner hub shall measure 0.330 ± 0.002 inches; however, measurements in the deformed area were as high as 0.369 inches, which was out of specification. Functional testing could not be performed due to the damaged condition and incomplete nature of the returned device. H6: codes updated, previously applied codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure/operation, bur was stuck / broken in the m5 handpiece. There was no patient impact.

Manufacturer narrative:
H3: analysis of the sample was not completed as of the date of this report. A follow-up report will be submitted once analysis gets completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.